Event description:
It was reported that the symptomatic patient presented in the hospital with lightheadedness. The patient reported he believed he had received therapy, but device interrogation showed no indication that therapy was delivered. The cause for the lightheadedness was not determined. During the check, pacing lead impedance was observed to have been increasing since about two years previous. There was no capture, and increasing the output was recommended. The patient was not pacemaker dependent and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.